Manufacturer narrative:
A tabletop illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. A known-good lamp was installed into the sample illuminator then the module was installed into a calibrated system for functional testing. The sample was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure the lamp would not turn on. The case was completed using an auxiliary light source. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to resolve this issue. The system was tested and found to meet product specifications. The system was manufactured on may 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).